Event description:
During an in clinic follow up, high defibrillation impedance was noted on the right ventricular (rv) lead. A lead fracture was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.